Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access hstni reagent was not returned for evaluation. Subsequent to customer initially resolving failing system checks by replacing peristaltic pump tubing, a beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2019. The fse observed the fluidics manifold contained cracks. The fse replaced the fluidics manifold and ran a system check and high sensitivity system check, both of which returned results within specifications. The fse also performed a 10 replicate hstni precision study which also returned results within specifications. In conclusion, the cause of the event was a hardware malfunction; although the fse did replace the fluidics manifold, there is insufficient evidence to indicate the fluidics manifold was the sole cause of the event as the customer reported changing peristaltic pump tubing and obtaining passing system check prior to fse arrival to site. Beckman coulter internal identifier for this report is (B)(4).

Event description:
On 03dec2019 the customer reported obtaining non-reproducible elevated troponin I (access hstni high sensitivity troponin I) results were generated on (B)(6) 2019 for an unspecified number of patients involving the laboratory's access 2 immunoassay system portion of their unicel dxc 600i synchron access clinical system (part number a52640 and serial number (B)(4)). The initial results for the patients who were treated were not specified in the data provided by the customer. The customer reanalyzed the patients' samples on the other access 2 immunoassay system portion of their unicel dxc 600i synchron access clinical system (part number a52640 and serial number (B)(4)) and obtained lower results. There was a report of change to patient care or treatment in association with this event. An unspecified number of patients were administered heparin (dose not provided). The heparin therapy was stopped after the lower results were obtained from the access 2 immunoassay system portion of their unicel dxc 600i synchron access clinical system (part number a52640 and serial number (B)(4)). Further information regarding patient care and treatment was not provided. Review of data shows passing system check was obtained on (B)(6) 2019; however, the customer reported all levels of their hstni quality control recovered >2 standard deviations above the customer's stated mean. The customer reported a failing system check was performed after the event on (B)(6) 2019 after customer changed aspirate probes. Customer repeated system check on (B)(6) 2019; system check failed again and customer changed aspirate probes, but again obtained a failing system check. Customer replaced peristaltic pump tubing and performed system check again, this time obtaining passing results. Customer ran another system check on (B)(6) 2019 which also passed specifications. Customer reported patient samples were collected in bd lithium heparin tubes with gel separator. Tubes were centrifuged for 3 minutes at 5100rpm. Customer stated most samples looked normal and clean. No further information was provided regarding sample collection or processing.